Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d9, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the plug deployment button on a 7f exoseal vascular closure device (vcd) could not be depressed at all. Hemostasis was achieved by manual compression for 20 minutes. There were no reported injuries to the patient. A retrograde approach was used during an interventional procedure in which the exoseal vascular closure device (vcd) was deployed. The physician was certified to use the vcd, and no device or package damage was observed prior to use. One exoseal was used, and a 7f 11cm non-cordis sheath was placed at the arterial access site. Angiography confirmed femoral artery suitability, including an insertion angle of 30¿45 degrees, vessel diameter of at least 5 mm, and absence of calcium, plaque, nearby stent, or stenosis greater than 50 percent. The site had not been previously closed within 30 days and showed no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm before vcd use. The vcd and non-cordis sheath were retracted together until pulsatile flow slowed and the indicator window turned solid black. The indicator window remained black and no red coloration was seen during retraction. No excess force was used. One non-sterile 7f exoseal vascular closure device was returned for investigation. Visual inspection showed that the deployment lever was not depressed, while the guard was locked. The plug was found in its manufactured position, and the indicator wire was fully deployed, where no abnormal conditions were observed. No catheter sheath introducer (csi) was returned for this evaluation. The indicator window was observed in the black/white position. No additional anomalies were reported during this visual analysis. A deployment simulation evaluation was performed. The indicator wire was pulled to reach the black/black position in the indicator window, then the deployment lever was fully depressed, achieving the expected indicator wire retraction and plug deployment. The indicator window¿s black/white/red position was also obtained as expected. No anomalies were perceived during this test, confirming that the deployment lever operated smoothly and correctly. A high-magnification microscopic evaluation was conducted to examine the internal mechanism. No abnormal conditions were observed during this analysis. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device as the deployment lever was able to be fully depressed during functional analysis with successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. Caution: further retraction of the exoseal¿ vcd and the vascular sheath introducer will cause a set of red and white bars to appear in the indicator window, as a warning that no further retraction should occur prior to plug deployment. If further retraction occurs, discontinue the use of the device. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, the plug deployment button on a 7f exoseal vascular closure device (vcd) could not be depressed at all. Hemostasis was achieved by manual compression for 20 minutes. There were no reported injuries to the patient. A retrograde approach was used during an interventional procedure in which the exoseal vascular closure device (vcd) was deployed. The physician was certified to use the vcd, and no device or package damage was observed prior to use. One exoseal was used, and a 7f 11cm non-cordis sheath was placed at the arterial access site. Angiography confirmed femoral artery suitability, including an insertion angle of 30¿45 degrees, vessel diameter of at least 5 mm, and absence of calcium, plaque, nearby stent, or stenosis greater than 50 percent. The site had not been previously closed within 30 days and showed no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm before vcd use. The vcd and non-cordis sheath were retracted together until pulsatile flow slowed and the indicator window turned solid black. The indicator window remained black and no red coloration was seen during retraction. No excess force was used. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.